Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted setscrew marks in the appropriate locations, superficial cuts in the insulation, and deformed conductor coils. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported high pacing threshold and pacing impedance measurements, and detailed analysis did not reveal any abnormalities. The lead passed electrical testing.

Manufacturer narrative:
The explanted products were expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that at a pacemaker follow-up six months post-implant, the device an right ventricular (rv) lead exhibited high pacing threshold measurements. Thresholds were tested several times, with no improvement. A revision procedure was performed. The right atrial (ra) lead was tested with normal values observed. However, the rv lead now exhibited high, out-of-range pacing impedance measurements. The lead was explanted and replaced. As the cause of the out-of-range impedance and threshold measurements was not determined, the device was also replaced. No additional adverse patient effects were reported.